Event description:
A medsun report was received stating that: vent was calibrated and pre-use check performed before placing pt on vent. After pt was on vent, nurse indicated unit failed to provide adequate flow. (B)(4).